Event description:
It was reported that the chloraprep applicators were found to be cracked upon opening the box..

Manufacturer narrative:
No photos or samples were received for evaluation. Unfortunately, as a result, the failure mode could not be verified. Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. No further action will be taken at this time and this failure mode will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the chloraprep applicators were found to be cracked upon opening the box.